Event description:
A facility reported that during a dialysis treatment blood alarms occurred, the machine responded as expected with the exception of the blood pump. The blood pump continued to run when it should have stopped. The operator stopped the blood pump and discontinued the treatment. The pt completed the treatment on a different machine. No blood loss occurred with this incident, but blood loss could have occurred if the blood pump had not been stopped manually.